Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that kind of feel like their implant might have got out of place because it hurts sometimes. Patient stated where the unit was at hurted and it felt like they got a thorn in their hip. Agent asked when this started and patient stated for a little while but they didn't know how long. Patient noted the intensity didn't hurt them but it felt sore and sometimes worse than other times. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the ins site is very uncomfortable especially at night time they feel like they have a thorn in their back. The sensation is on the left side at the implant site. It feels like a big splinter and you can't get it out. There is no redness, swelling, or warmth. Patient stated it took a while for it to heal and turning over was not a pleasant thing. The issue has been going on for a while and patient keeps forgetting to call the company. Patient called their doctor's office and they told patient to call. Agent reviewed that the patient could try turning therapy off to see if that relieves any of the sensation they are feeling, however it is the role of the managing physician to assess and address symptoms. Agent offered to email field staff however the patient reported they have the representatives name and phone number and will contact them directly.